Manufacturer narrative:
The t:slim x2 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer consumed two cheeseburgers, and delivered too much insulin for the carbohydrates consumed, and the set a temporary basal rate to prevent elevated blood glucose (bg) levels. Reportedly, due to miscalculating the amount of carbohydrates, the customer experienced a low bg level in the middle of the night of 28 mg/dl. Reportedly, the contact found the customer incoherent and assisted the customer in obtaining sugar and water. At the time of the reported event, the customer's bg level was 70 mg/dl.